Event description:
It was reported that two blades broke at the mount during a total hip replacement procedure. It was also reported that all metal pieces were retrieved from the surgical site. No adverse consequences were reported and the procedure was successfully completed.

Manufacturer narrative:
There were two blades subject to this MDR. Both blades were returned for eval. It was visually confirmed that both tabs had broken off the mount section of each blade. Measurements carried out on each of the returned blades confirmed that all critical specifications were met. The mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is determined to be multi-factorial.